Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a pump failed to alarm for air in line. The clinician observed the entire infusion line empty. However, the pump had not alarmed for air in line. The infusion line was connected to a primary line containing normal saline that had been set for delayed infusion. Channel a primary line primed with ns connected to pump set for delay connected directly to patient port. Channel b medication infused entirely via primary line and y-sited into channel a primary line. The pump was still infusing and did not alarm. She immediately clamped tubing, paused pump, and inspected line to be sure the air did not reach the patient. It appeared the air reached the connection point of where the medication line (channel b line) was connected to the primary line (channel a line). It appeared that the air did not reach the patient. The patient was disconnected from this line and reconnected to a new pump to continue their therapy. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of a pump that failed to alarm for air in line was not confirmed through review of the device logs or replicated during device testing; however, the pump module (s/n (B)(6)) did not alarm for the accumulated air in line. The external and internal inspection of both suspect pump modules did not find any existing malfunctions. No anomalies were observed with the air detection system. Laboratory testing of the source pump module¿s air-in-line (ail) detection system confirmed that the suspect device s/n (B)(6) accurately detected both single and accumulated air boluses within specification. The suspect device triggered air-in-line and accumulated air alarms as designed and remained within performance specifications. The pump module (s/n (B)(6)) passed the three trials of the single air bolus, but it did not passe the accumulated air test, after replacing the ail (air in line) sensor for a known-good part for laboratory testing purposes only, the pump module alarmed for accumulated air in line. A review of the device logs showed that the ail bolus limit was set to 250 l and the accumulated air was enabled on the incident device. On (B)(6) 2025 at 9:40 pm the pcu was powered on, the user selected ¿yes¿ to new patient. At 11:17 am pump module (s/n (B)(6)) was selected, the infusion was delayed for twenty five (25) minutes, and the infusion entered standby, while the pump module (s/n (B)(6)) was selected, the user selected ¿guardrails IV fluids,¿ the drug ¿0.9% normal saline¿, the rate was 750 ml/h, vtbi was 200 ml, and the infusion was started. Between 11:22 am and 11:25 am the pump module (s/n (B)(6)) was selected, the delay was canceled, the infusion started, an ¿air in line¿ alarm occurred twice (2), the unit was channeled off, and it was removed, while the pump module (s/n (B)(6)) had an ¿air in line¿ alarm occurred four (4) times, was channeled off, the infusion stopped, and the unit was removed. Between 1:55 pm and 2:01 pm pump module (s/n (B)(6)) was added, removed, and added again, while pump module (s/n (B)(6)) was added, the user selected ¿basic infusion,¿ rate was 800 ml/h, vtbi was 25 ml, ten (10) ¿air in line¿ alarms occurred with ten infusion restarts, and the unit was channeled off, then removed, and added. Between 2:02 pm and 2:08 pm the pump module (s/n (B)(6)) was selected, the user selected ¿basic infusion,¿ rate was 500 ml/h, vtbi was 50 ml, the infusion started, two (2) ¿air in line¿ alarms occurred and both times the infusion was restarted, and the unit was channeled off and removed, the pump module (s/n (B)(6)) was removed. Between 2:09 pm and 2:16 pm pump module (s/n (B)(6)) was added, the pump module (s/n (B)(6)) was added, the user selected ¿basic infusion,¿ rate was 250 ml/h, vtbi was 50 ml, three (3) ¿air in line¿ alarms occurred and the infusion was restarted three (3) times, the unit was channeled off. The alaris system user manual v12.3.2 says that if an alarm air in line appears in the infusion, the response of the alarm is ¿ensure that the tubing is properly installed in the air-in-line detector. If air is present, clear the air from administration set press the restart key, or press the channel select key and then the start soft key¿ additionally, the bd alaris pump module air in line tip sheet states, when inserting the tubing into the ail detector, use a fingertip and firmly push tubing toward the back of the ail detector. Close the roller clamp on the tubing set and pause the channel before replacing a fluid container to avoid air from entering the IV tubing allow solutions to warm to room temperature, if possible. (When infusing a chilled solution, air bubbles may form as cold solutions begin to warm.) The device was in use for treatment purposes as intended per 21 cfr 820 198(d)(2). Root cause: the root cause for the pump that failed to alarm for air in line was not confirmed or replicated during investigation. Log analysis and testing confirmed both suspect pump modules were alarming air-in-line within specification. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a pump failed to alarm for air in line. The clinician observed the entire infusion line empty, however the pump had not alarmed for air in line. The infusion line was connected to a primary line containing normal saline that had been set for delayed infusion. Channel a primary line primed with ns connected to pump set for delay connected directly to patient port. Channel b medication infused entirely via primary line and y-sited into channel a primary line. The pump was still infusing and did not alarm. She immediately clamped tubing, paused pump, and inspected line to be sure the air did not reach the patient. It appeared the air reached the connection point of where the medication line (channel b line) was connected to the primary line (channel a line). It appeared that the air did not reach the patient. The patient was disconnected from this line and reconnected to a new pump to continue their therapy. There was patient involvement but no harm.